Event description:
The customer reported through our sales rep, mr. (B)(4) that: "during the tightening of blocker, the torque wrench in xia3 instrumentation kit broke off on the threaded tip". The surgeon completed the procedure successfully.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.